Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The pump passed tone check and vibrate check on self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The pump communicated properly with the glucose sensor simulator and the guardian link 3. The pump's test value was 251 mg/dl. The pump alarmed alert on high. The alert on high alarm with audio alert and vibrate alert functions properly during testing. No audio/vibrate/absence of alarm anomalies noted during testing. The pump's test value was 88 mg/dl. The pump alarmed suspend on low. The suspend on low alarm with audio alert and vibrate alert functions properly during testing. All delivery was suspended. No unexpected suspend anomaly noted during testing. No audio/vibrate/absence of alarm anomalies noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 13-jul-2023 in the pump history file. On (B)(6) 2023 01:31:44.000 alarm alert notification (40) fault number: sensor error alert (801) on (B)(6) 2023 08:20:46.000 alarm alert notification (40) fault number: no delivery (7) - during bolus on (B)(6) 2023 08:49:00.000 alarm alert notification (40) fault number: low battery alert (104) on (B)(6) 2023 11:01:37.000 alarm alert notification (40) fault number: no delivery (7) on (B)(6) 2023 18:51:00.000 alarm alert notification (40) fault number: off no power (11) on (B)(6) 2023 19:01:00.000 alarm alert notification (40) fault number: off no power (11) on (B)(6) 2023 19:48:15.000 alarm alert notification (40) fault number: batt out limit (6) on (B)(6) 2023 20:54:24.000 alarm alert notification (40) fault number: no delivery (7) - during bolus on (B)(6) 2023 22:59:00.000 alarm alert notification (40) fault number: lost sensor1 alert (780) on (B)(6) 2023 23:09:00.000 alarm alert notification (40) faultnumber: lostsensor1alert (780) on (B)(6) 2023 23:31:50.000 alarmalertnotification (40) faultnumber: batteryremoved (84) on (B)(6) 2023 23:41:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) on (B)(6) 2023 23:42:04.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) on (B)(6) 2023 23:42:18.000 alarmalertnotification (40) faultnumber: battoutlimit (6) on (B)(6) 2023 23:42:26.000 alarmalertnotification (40) faultnumber: battoutlimit (6) on (B)(6) 2023 23:43:48.000 alarmalertnotification (40) faultnumber: batteryremoved (84) on (B)(6) 2023 23:43:58.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) on (B)(6) 2023 23:44:20.000 alarmalertnotification (40) faultnumber: battoutlimit (6) on (B)(6) 2023 23:44:28.000 alarmalertnotification (40) faultnumber: battoutlimit (6) on (B)(6) 2023 09:35:46.000 alarmalertnotification (40) faultnumber: batteryremoved (84) the pump communicated properly with the glucose sensor simulator and the guardian link 3. After the pump completed warm up and calibration, no lost sensor alarm or sensor error alarm noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm/battoutlimit, replace battery alert or replace battery now alarm/offnopower noted during testing. The test battery was removed and reinserted with no pump error 23 and battery out limit alarm noted. Lostsensor1alert (780) not confirmed. Sensorerroralert (801) not confirmed. Nodelivery (7) not confirmed. Lowbatteryalert not confirmed. Offnopower not confirmed. Battoutlimit not confirmed. Pump error 23 not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Audio/vibrate/absence of alarm anomalies not confirmed. Unexpected suspend [low sg] not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had experienced high blood glucose or hyperglycemia and  that insulin delivery was suspended with no alarm. The customer¿s blood glucose level was 442 mg/dl at the time of event and was treated with insulin pen. Customer was not using insulin pump system within 48 hours of reported hyperglycemic event. Troubleshooting was performed. The insulin pump will be returned for the analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.